Manufacturer narrative:
Updated fields: b1, b4, g1(contact person ¿ mfg site), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) stated that the customer replaced the batteries on their own. The unit passed all functional testing.

Event description:
N/a.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave iabp (intra-aortic balloon pump) had bad batteries. There was no patient involvement.